Event description:
On (B)(6) 2011 iodine (I-125) seeds were supplied for implantation to treat a pt with prostatic cancer. Seeds were supplied as pre-loaded needles with a calibration strand. Before implantation, the facility assayed the seeds and found the activity was approx 16% lower than labeled. Due to the apparent discrepancy, the implantation procedure was not done. Qa investigation results are pending.